Event description:
User reported that user had to go to a doctor to have a tampon removed claiming that the tampon string was not outside the body. The user claims to have an infection associated with this incident and was prescribed two kinds of antibiotics. Metronidazole and cephradine. User claims that the tampon must have been inserted into the applicator upside down.